Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative nail breakage is unknown. This report is for one (1) unknown trochanteric fixation nail (tfn). Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. (Therapy date): unknown. A patient was scheduled for a hardware removal and revision due to a broken trochanteric fixation nail (tfn) on (B)(6) 2017; however it is unknown if the hardware removal procedure took place on (B)(6) 2017. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for trochanteric fixation nail (tfn) is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient is scheduled for a hardware removal and revision due to a broken trochanteric fixation nail (tfn) on monday (B)(6) 2017. The patient has presented with bone cancer. The date of the original procedure is unknown at this time. No other information is available. Reporter concomitant device: locking screw (part # unknown, lot # unknown, quantity unknown) this report is for one (1) unknown trochanteric fixation nail (tfn). This is report 1 of 1 for complaint (B)(4).